Event description:
It was reported, via a healthcare professional, that a cereglide71 ic 71, 132 cm, ce (nic71132c /lot # unknown) device was used for a thrombectomy procedure, during which, the user reported a carotid-cavernous fistula was created. The event was initially reported as such, ¿physician mentioned doing a stroke with cereglide and a cc fistula was created. Doctor wasn't clear that cereglide was the issue and wondered about the wire etc. The staff was under the impression this was not attributable to cereglide.¿ it is unknown if there was a surgical delay due to the reported event. It is unknown if the procedure successfully completed. There were no additional medical/surgical interventions required, including x-rays, additional procedures, or prescriptions. On (B)(6) 2024, the reporting physician did a second procedure involving the use of the cereglide71 and a carotid-cavernous fistula was found again. The second event is being captured in this complaint. Additional information was received on 06-mar-2024. Summary: per the information provided, the cereglide device did not appear damaged at any point. It was further said, ¿at the time of the case the physician did not feel this was a problem with cereglide. After she had the 2nd very similar issue is when she stated she thought it was cereglide.¿ the event date for the second procedure was 25-feb-2024. Also disclosed, the hospital has discarded the catheter, therefore, the device lot number and return of the device for further investigation, will be unavailable.

Manufacturer narrative:
Product complaint # (B)(4). Information regarding patient weight, height, medical history, race, and ethnicity was not reported. Section b3 ¿ date of event: the date of the event was not reported. Section d3 ¿ the product lot number was not reported. Section e1 ¿ initial reporter: the customer contact information, including name, occupation, phone, fax, and e-mail address, was not reported. Section h4: the device manufacture date is not known as the device lot number is not available / not reported. A carotid-cavernous fistula (ccf) is a known potential complication associated with endovascular procedures, as explained further in the referenced literature article. There were no alleged quality issues related to the cereglide71 device, as the device performed as intended. A ccf can occur spontaneously in patients with sinusitis, recent trauma or surgery, hypercoagulable states, and cavernous sinus thrombosis, or can be caused by trauma, frequently involving a tear in the muscular wall of the internal carotid artery (ica), a laceration of one of its branches, or complete transection of the ica by shearing forces. If the cereglide71 device was used according to the IFU (avoiding excessive aspiration with the distal tip of the intermediate catheter covered by the vessel wall and the advancement or withdrawal of the device against resistance), vessel injury from the device would be unlikely. However, because the event occurred twice interprocedurally, the correlating relationship between event to the cereglide71 device cannot be ruled out entirely. Additionally, the severity of the event is unknown. Therefore, the event of a carotid-cavernous fistula does meet us FDA reporting criteria under 21 cfr 803, with the classification of ¿serious injury,¿ with an awareness date of 25-feb-2024. The file will be re-reviewed if additional information is received at a later date. Missing information from this report is identified as blank; this information was not provided in the reported event or available at the time of report submission. The company is seeking this information through the event investigation. This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by cerenovus, or its employees that the report constitutes an admission that the product, cerenovus, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). The purpose of this MDR submission is to make a correction to the device catalog. [Additional information / correction]: on 05-aug-2024, information was received indicating that the device catalog reported in the 3500a initial report was the ce marked variant (nic71132c); this is incorrect. The correct device catalog is nic71132u; this is the correct catalog code for the us market. Section d.4: the device lot number is unknown; therefore, the full UDI is not available. Corrected section: d.4. Catalog. Updated sections: b.4, d.4, g.3, g.6, h.2, and h.11. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.